Event description:
Information received from foreign affiliate. This information indicates a pt was wearing acuvue 2 contact lenses (cl) and developed a pseudomonas infection ou. This document is to report event for the os. The disinfecting solution the pt used to clean and store cl was aosept. As per pt, the event occurred in 2007. The report stated, the pt had been wearing acuvue 2 cl for "about a year and a half and replacing them every 2 weeks. The wear schedule is unknown. Three months later, the pt contacted our foreign affiliate stating he/she had consulted an eye care professional (ecp) at clinic a, around 2007 due to experiencing pain os while wearing cl and because "eye(s) looked turbid." The ecp sent the lens (es) in question to "a cl-inspection agency," the result was pseudomonas bilaterally and the pt was diagnosed with pseudomonas ou. The pt's vital acuity was not reported. The report stated, that the pt visited clinic a 3-4 times; the last visit was the next month. The ecp at clinic a prescribed 0.3% ofloxacin, sodium hyaluronate, 0.1% pranopprofen, erythromycin lactobionate, colistin sodium methanesulfonate opthalmic ointment. Two months later, the pt consulted an ecp at clinic b who stated that "the pt's eyes were fine, and no scar was observed." The pt stated that he/she might have gone swimming while wearing cl during the time that the adverse event occurred. The pt also stated that he/she did not take medications in the manner that was prescribed by ecp. Vistakon has requested the lens (es) in question for evaluation. A lot history review was not performed because the lot numbers were not provided. MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt. Please see MDR report #1033553-2007-00127 for documentation of event in the other eye.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.